Event description:
It was reported that during use on patient, the device was running unstably, occurred stop suddenly and restarted again after 5 minutes. There were no patient consequences reported.

Manufacturer narrative:
The investigation was based on the information reported in the user facility report. Further information was requested, but not available as the customer decided to scrap the device. As no further information was available, the root cause could not be confirmed. A deviation within the electronic system can cause a restart of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This restart is combined with an audible and visible alarm of high priority. If the deviation is corrected by this restart, the savina will continue ventilation with last settings after not later than 12 seconds. If the deviation cannot be corrected by a restart, the ventilation stops permanently, and the pneumatic system remains open which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. A high priority device failure will be posted audible and visible. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Event description:
It was reported that during use on patient, the device was running unstably, occurred stop suddenly and restarted again after 5 minutes. There were no patient consequences reported.